Event description:
A female consumer reported, that she has been diagnosed with acanthamoeba keratitis, after using complete moistureplus to care for her sofmed 55% contact lenses. Pt has been using complete for over a year, and does not recall purchasing more than this one unit. Her symptoms of blurry vision, red and sore eyes. She sought immediate treatment from her optometrist; was told that her cornea was swollen and treatment of prednisone and a vigamox was initiated. Pt was seen again by her optometrist three days later, and because there was no improvement she was referred to a corneal specialist. Culture was performed; results were not available at the time of the report. She is currently being treated with c-brolene, phmb, neosporin and percoset. Pt does have the remaining solution in her possession and will be taking it with her on her next appointment. She will let them know that amo is interested in having the solution returned for testing. In review of pt's contact lens regimen, it was noted that she does not use the recommended amo lens case and she washes her lens cases "from time to time" with soap and water. Add'l info is being requested.

Manufacturer narrative:
Lot number of solution used by pt is unk, and the MFR does not have any info that would allow us to further our investigation of lot number. It is unk if, the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established. Amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to info provided that day by the u.s. Centers for disease control and prevention regarding eye infections from acanthamoeba.